Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), pregnancy with contraceptive device ("dichorionic diamniotic twin pregnancy") and genital haemorrhage ("abnormal bleeding general") in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included nickel sensitivity. Concurrent conditions included morbid obesity, menometrorrhagia, menorrhagia, irregular periods, bloating, tenderness, erythema ((skin).), pruritus, itching, swelling of hands, menses irregular with excessive bleeding (heavy irregular menses.) And bicornuate uterus. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as anaesthetics (anesthesia), coloxyl with senna (senokot-s), dimeticone, activated (mylicon), oxycocet (percocet) and oxycodone. On (B)(6)2015, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches , migraines "), alopecia ("hair loss"), genital haemorrhage (seriousness criterion medically significant), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), nausea ("nausea") and headache ("headaches"). On (B)(6)2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6)2016, the patient experienced tooth disorder ("dental problems") and mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), the second episode of dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), back pain ("severe back pain"), allergy to metals ("nickel allergy") with rash, abdominal pain upper ("stomach pain") and arthralgia ("hips pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with acrivastine (benadryl) and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, the last episode of dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine and alopecia had resolved and the pregnancy with contraceptive device, genital haemorrhage, female sexual dysfunction, tooth disorder, fatigue, allergy to metals, weight increased, nausea, headache, depression, mood swings, abdominal pain upper and arthralgia outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, tooth disorder, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: physician successfully implanted essure, without complications; she visualized three trailing coils within the right and left uterine cavity. On the left side, 3 coils were noted when finished. On the right side, 3 coils were noted when finished. States since essure has had severe dysmenorrhea & thinks it¿s because of the coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Hysterosalpingogram - on (B)(6)2015: fallopian tubes were bilaterally occluded concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records fatigue, rash, weight gain, dysmenorrhea, dyspareunia, apareunia, dysmenorrhea, rash, menorrhagia. Pregnancy with essure micro-insert, device ineffctive. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding (general), apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), fatigue, pain, weight gain, weight loss, nickel allergy, headaches, hormonal changes describe: mood swings, psychological or psychiatric problems condition: depression, rashes or skin conditions. Concomitant disease added. On (B)(6)2018: medical record was received. On (B)(6)2018: reporter information, concomitant conditions, concomitant medications were added. Events added per mr: dichorionic diamniotic twin pregnancy, device ineffective incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), pregnancy with contraceptive device ("dichorionic diamniotic twin pregnancy") and genital haemorrhage ("abnormal bleeding general") in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included nickel sensitivity. Concurrent conditions included morbid obesity, menometrorrhagia, menorrhagia, irregular periods, bloating, tenderness, erythema ((skin).), pruritus, itching, swelling of hands, menses irregular with excessive bleeding (heavy irregular menses.) And bicornuate uterus. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as anaesthetics (anesthesia), coloxyl with senna (senokot-s), dimeticone, activated (mylicon), oxycocet (percocet) and oxycodone. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches , migraines"), alopecia ("hair loss"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), nausea ("nausea") and headache ("headaches"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), the second episode of dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), back pain ("severe back pain"), allergy to metals ("nickel allergy") with rash, abdominal pain upper ("stomach pain") and arthralgia ("hips pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with acrivastine (benadryl) and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, the last episode of dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine and alopecia had resolved, the pregnancy with contraceptive device outcome was unknown and the genital haemorrhage, female sexual dysfunction, tooth disorder, fatigue, allergy to metals, weight increased, nausea, headache, depression, mood swings, abdominal pain upper and arthralgia was resolving. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, tooth disorder, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: physician successfully implanted essure, without complications; she visualized three trailing coils within the right and left uterine cavity. On the left side, 3 coils were noted when finished. On the right side, 3 coils were noted when finished. States since essure has had severe dysmenorrhea & thinks it¿s because of the coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Hysterosalpingogram - on 3-jun-2015: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records fatigue, rash, weight gain, dysmenorrhea, dyspareunia, apareunia, dysmenorrhea, rash, menorrhagia. Pregnancy with essure micro-insert, device ineffctive. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), pregnancy with contraceptive device ("dichorionic diamniotic twin pregnancy") and genital haemorrhage ("abnormal bleeding general") in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nickel sensitivity, birth control pill from 2010 to 1-feb-2015, gravida ii, parity 3 (dates of live births: 22-feb-2002, 01-nov-2014.) And preterm labor. Concurrent conditions included morbid obesity, menometrorrhagia, menorrhagia, irregular periods, bloating, tenderness, erythema ((skin).), pruritus, itching, swelling of hands, menses irregular with excessive bleeding (heavy irregular menses.) And bicornuate uterus. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as anaesthetics (anesthesia), carbinoxamine maleate, docusate sodium;senna alexandrina (senokot-s), fexofenadine, levocetirizine, medroxyprogesterone, oxycodone, oxycodone hydrochloride;paracetamol (percocet) and simeticone (mylicon). On (B)(6) -2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches , migraines"), alopecia ("hair loss"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6)-2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On 1-jan-2016, the patient experienced tooth disorder ("dental problems") and mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding"), back pain ("severe back pain"), allergy to metals ("nickel allergy") with rash, abdominal pain upper ("stomach pain"), arthralgia ("hips pain") and urticaria ("hives") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with acrivastine (benadryl), hydroxyzine hydrochloride (hydroxyzine hcl), prednisone and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on 4-jan-2017. At the time of the report, the abdominal pain lower, menorrhagia, back pain, dyspareunia, migraine and alopecia had resolved, the pregnancy with contraceptive device outcome was unknown and the genital haemorrhage, female sexual dysfunction, tooth disorder, the last episode of dysmenorrhoea, fatigue, allergy to metals, weight increased, nausea, headache, depression, mood swings, abdominal pain upper, arthralgia and urticaria was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, tooth disorder, urticaria, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: physician successfully implanted essure, without complications; she visualized three trailing coils within the right and left uterine cavity. On the left side, 3 coils were noted when finished. On the right side, 3 coils were noted when finished. States since essure has had severe dysmenorrhea & thinks it¿s because of the coils. Current weight: 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.6 kg/sqm. Hysterosalpingogram - on (B)(6)-2015: results: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records fatigue, rash, weight gain, dysmenorrhea, dyspareunia, apareunia, dysmenorrhea, rash, menorrhagia. Pregnancy with essure micro-insert, device ineffctive. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: reporter aka was added. Event hives was added. Event onset date and outcome for event hives was updated. Reported term for dysmenorrhea was updated. Historical drug was added. Concomitant drugs and medical history were added. Patient bmi was updated. Reporter causality comment was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain'), pregnancy with contraceptive device ('dichorionic diamniotic twin pregnancy'), genital haemorrhage ('abnormal bleeding general') and pneumonia ('pneumonia') in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included birth control pill from 2010 to (B)(6) 2015, nickel sensitivity, gravida ii, parity 3 (dates of live births: (B)(6) 2002, (B)(6) 2014.) And preterm labor. Concurrent conditions included morbid obesity, menometrorrhagia, menorrhagia, irregular periods, bloating, tenderness, erythema ((skin).), pruritus, itching, swelling of hands, menses irregular with excessive bleeding (heavy irregular menses.) And bicornuate uterus. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as allergens nos, anesthetics, carbinoxamine maleate, docusate sodium;senna alexandrina (senokot-s), fexofenadine, levocetirizine, medroxyprogesterone, oxycodone, oxycodone hydrochloride;paracetamol (percocet) and simeticone (mylicon). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches , migraines"), alopecia ("hair loss"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea") and headache ("headaches") and was found to have weight increased ("weight gain/gained a ton of weight"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding"), back pain ("severe back pain"), allergy to metals ("nickel allergy/I am highly allergic to nickel") with rash, abdominal pain upper ("stomach pain"), arthralgia ("hips pain"), urticaria ("hives/horrible hives"), incision site pain ("superficial nerve pain around my incision"), swelling ("swelling"), feeling abnormal ("brain fog"), libido decreased ("libitio"), dyschezia ("pain expecially when I go pee or have a bowel movment/pain when I used the bathroom"), nasopharyngitis ("comman cold"), pneumonia (seriousness criterion medically significant), chronic spontaneous urticaria ("chronic idiopathic urticaria"), pelvic pain ("sharp stabbing pain"), dysuria ("pain expecially when I go pee") and pruritus ("itch horribly"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("im down 20 ibs"). The patient was treated with acrivastine (benadryl), hydroxyzine hydrochloride (hydroxyzine hcl), prednisone and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, back pain, dyspareunia, migraine and alopecia had resolved, the pregnancy with contraceptive device, incision site pain, swelling, feeling abnormal, libido decreased, weight decreased, dyschezia, nasopharyngitis, pneumonia, chronic spontaneous urticaria, pelvic pain, dysuria and pruritus outcome was unknown and the genital haemorrhage, female sexual dysfunction, tooth disorder, the last episode of dysmenorrhoea, fatigue, allergy to metals, weight increased, nausea, headache, depression, mood swings, abdominal pain upper, arthralgia and urticaria was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, chronic spontaneous urticaria, depression, dyschezia, dyspareunia, dysuria, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, incision site pain, libido decreased, menorrhagia, migraine, mood swings, nasopharyngitis, nausea, pelvic pain, pneumonia, pruritus, swelling, tooth disorder, urticaria, weight decreased, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: physician successfully implanted essure, without complications; she visualized three trailing coils within the right and left uterine cavity. On the left side, 3 coils were noted when finished. On the right side, 3 coils were noted when finished. States since essure has had severe dysmenorrhea & thinks it¿s because of the coils. Current weight: 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records fatigue, rash, weight gain, dysmenorrhea, dyspareunia, apareunia, dysmenorrhea, rash, menorrhagia. Pregnancy with essure micro-insert, device ineffctive. Concerning the injuries reported in this case, the following one/ones were reported via social media: superficial nerve pain around my incision, swelling, brain fog, libitio, im down 20 ibs, pain expecially when I go pee or have a bowel movement, conman cold, chronic idiopathic urticarial, itch horribly, pain expecially when I go pee, sharp stabbing pain and pneumonia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jun-2019: social media case received - new events superficial nerve pain around my incision, swelling, brain fog, libitio, im down 20 ibs, pain expecially when I go pee or have a bowel movement, conman cold, chronic idiopathic urticaria, itch horribly, pain expecially when I go pee, sharp stabbing pain and pneumonia were added. New reporter and concomitant medication were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), pregnancy with contraceptive device ("dichorionic diamniotic twin pregnancy") and genital haemorrhage ("abnormal bleeding general") in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included nickel sensitivity. Concurrent conditions included morbid obesity, menometrorrhagia, menorrhagia, irregular periods, bloating, tenderness, erythema ((skin).), pruritus, itching, swelling of hands, menses irregular with excessive bleeding (heavy irregular menses.) And bicornuate uterus. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as anaesthetics (anesthesia), coloxyl with senna (senokot-s), dimeticone, activated (mylicon), oxycocet (percocet) and oxycodone. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches , migraines"), alopecia ("hair loss"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), nausea ("nausea") and headache ("headaches"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), the second episode of dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), back pain ("severe back pain"), allergy to metals ("nickel allergy") with rash, abdominal pain upper ("stomach pain") and arthralgia ("hips pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with acrivastine (benadryl) and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, the last episode of dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine and alopecia had resolved, the pregnancy with contraceptive device outcome was unknown and the genital haemorrhage, female sexual dysfunction, tooth disorder, fatigue, allergy to metals, weight increased, nausea, headache, depression, mood swings, abdominal pain upper and arthralgia was resolving. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, tooth disorder, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: physician successfully implanted essure, without complications; she visualized three trailing coils within the right and left uterine cavity. On the left side, 3 coils were noted when finished. On the right side, 3 coils were noted when finished. States since essure has had severe dysmenorrhea & thinks it¿s because of the coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Hysterosalpingogram on (B)(6) 2015: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records fatigue, rash, weight gain, dysmenorrhea, dyspareunia, apareunia, dysmenorrhea, rash, menorrhagia. Pregnancy with essure micro-insert, device ineffective. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: previously reported events genital haemorrhage, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, allergy to metals, depression, mood swings, abdominal pain upper, arthralgia outcome updated to recovering/resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and migraine to be related to essure. The reporter commented: physician successfully implanted essure, without complications; she visualized three trailing coils within the right and left uterine cavity. Removing of the essure coils also required removal of plaintiff's uterus, cervix, and bilateral fallopian tubes. Because of the requirement to undergo a total abdominal hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.